Manufacturer narrative:
The sureform 60 reload has been returned and evaluated by failure analysis. The reload was found to have the knife exposed within the knife track. The knife was exposed towards the middle of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. The reload was disassembled in-house for inspection. The green reload was found to have lodged staple in the knife canal. The deformed staple was removed from the knife track revealing a solid bio debris attached to the staple. The reload had a damaged blade. The blade exhibited mechanical indentations/burrs. The probable root cause for the exposed component reloads are attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. The probable root cause for the sf 60 green reload was attributed to the lodged staple in the knife canal. The deformed staple was removed from the knife track revealing a solid bio debris attached to the staple. The sureform 60 stapler was installed onto an in-house system and fired on a test foam using an in-house black reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they attempted fire multiple times however the tissue was too thick, so from blue to green filling. Tissue further skeletonized. When light was green they fired, however after a while. It stopped firing. Customer had to stop during operation and blade sticks out. The procedure was completed.